Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting what they feel is a false negative sars result. Customer states they are symptomatic with fever and gi issues. No repeat testing or confirmation testing has been performed.